Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient. A result of 0.136 ng/ml was generated. The customer uses a cut-off value of 0.028 ng/ml. As a result of the falsely elevated result, the patient underwent a cardiac catheterization, which found no cardiac abnormalities. The sample was tested two days later and a result of 0.002 ng/ml was generated on another architect isystem. Controls have been within specifications. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: architect stat troponin-I ln: 02k41-28 lot: 79248un12.

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin-I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.22 to 0.42 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. No additional issues were identified.